Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the neonate patient developed some pus and skin irritation at the insertion site of the cannula. The patient¿s doctor asked her to take the patient to the emergency room for a better evaluation as the patient also faced constant high blood glucose levels. The patient was taken to the hospital on (B)(6) 2022 and was discharged on (B)(6) 2022 in the morning. During hospitalization, the patient had some exams performed as complete blood count and ultrasound, which showed no complications. The patient¿s doctor further asked for a change in the patient¿s basal rates, patient¿s mother only inserts the cannulas in patient¿s leg, and she doesn t want to insert in an alternative site. She usually changes the cannulas every 3 days, and was recommended to change it every 2 days to see if the problem would persist as well as the high blood glucose levels.